Event description:
The patient's generator and lead were replaced. The generator was reportedly replaced due to battery depletion and the lead was replaced prophylactically due to compatibility with the newer generator model. Incoming communication from the neurologist's office indicated that the increased seizure frequency was due to the low battery of the generator and that external factors such as medication or nature of the patient's intractable seizures perhaps could have been a factor. A battery life calculation based on the available programming history was performed and indicated that the generator had an estimated 0 years until near end-of-service. It was reported that the facility is a no return site, and that the suspect product was discarded. No further additional information has been received to date.

Event description:
Incoming communication indicated that the patient was referred for a generator and lead replacement surgery. No known surgical intervention has occurred to date. No further relevant information has been received to date.

Event description:
It was reported that the patient experienced an increase in seizure frequency and the patient's caregiver requested to have their generator checked. No known relevant intervention has occurred to date. No further relevant information has been received to date.